Event description:
It was reported that there was a 30.4 ml remaining volume when alarmed occurred. Cassette was switched to a new pump to finish remainder of infusion. Patient returned to clinic the following day for disconnect, completed infusion without additional issues. The pump did not alarm. The pump was connected to a patient when the error/event occurred. Continuous infusion rate was 2.2ml/hr, total reservoir volume was 100ml, and given was 30.4ml. Air detector and upstream sensor were off. Length of infusion was 46 hours. Lock level was ll2. A closed system drug transfer device (cstd) was used to fill cassette. The pump was used to prime the extension tubing. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.